Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure does not increase. Even if you inflate it, if you peel it with your hand, the pressure will be lost from somewhere. The fault occurred while checking before in use with the patient. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No physical damaged was found on the device. Visual and functional testing performed. It was confirmed that even if connected to h-1000 and activated, h-2 was not pressurized. The customer's complaint was confirmed, and the root cause was a leak from the one-way valve fitting on the back of the cuff. The cuff assembly and fitting were replaced to correct the issue. H-2 device passed all functional tests and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.